Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 18-aug-2023. The most recent information was received on 26-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("started having pelvic pain") and heavy menstrual bleeding ("haemorrhagic periods") in a 39 year-old female patient who had essure inserted (lot no. E36575) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("procedure failure on the right" on 12-jan-2017). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced fallopian tube spasm ("tubal spasm"). In (B)(6) 2017 she experienced adenomyosis ("uterine adenomyosis"). In 2017 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), amnesia ("memory loss"), fatigue ("physical fatigue") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2023. An unknown time later she experienced metal poisoning ("heavy metal poisoning"), dry eye ("dry eyes"), dysmenorrhoea ("dysmenorrhoea associated with menorrhagia") and thrombocytopenia ("thrombocytopenia"). The patient was treated with surgery (total hysterectomy by laparoscopy with bilateral salpingectomy and uterine ablation). At the time of the report, the amnesia, fatigue, arthralgia, metal poisoning and dry eye had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea and thrombocytopenia were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, amnesia, fatigue, arthralgia, metal poisoning, adenomyosis, dry eye, dysmenorrhoea, thrombocytopenia or fallopian tube spasm. The reporter commented: clips for tubal sterilisation filshie clip insertion date :(B)(6) 2017, removal date : (B)(6) 2023. Tellurium 0.0060 (0.0003 - 0.0030), neodymium 0.0022 (0.0020 - 0.0100). As I only had an essure implant, I was on hormonal contraceptives and then, six months later, they had to ligate the tubes. After this, I developed uterine adenomyosis. I didn't have it before, and have plenty of examinations in my possession attesting to that (ultrasounds). The gynecologist then performed a uterine ablation to lessen the symptoms. I am positive for heavy metal poisoning such as aluminium, copper, tin, mercury, neodymium, tellurium. I had to undergo a hysterectomy and a salpingectomy to be able to live more or less correctly. This operation was not included in my plans for the future. I am 44 years old and I no longer have a uterus or fallopian tubes, with all the possible consequences that this may have on my quality of life in the future. If I had known that, I would never have had these implants placed in 2017, and I would have considered other treatments. And what will my future be with these heavy metal poisonings, cancer? I feel fatigue, joint pain, dry eyes, memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. [Blood aluminium ( 10.0000- 25.6000)] on 04-oct-2022: 15.8493. [Blood copper ( 10.2275- 35.0000)] on 04-oct-2022: 11.0977. [Blood mercury ( 0.0530- 1.7000)] on 04-oct-2022: 0.2307. [Heavy metal test] (date unknown): came back positive for heavy metals such as aluminium, copper, tin, mercury, neodymium, tellurium. [Laparoscopy] on 12-jan-2017: identification of ostia that are visible and accessible. Placement of two essure type implants without incident according to the usual procedure, 3. Turns of the coil to the left. Procedure failure on the right: tubal spasm or right tubal impermeability; on 29-jun-2017: open transumbilical laparoscopy examination of the pelvic cavity is unremarkable. Filshie clips are placed in the middle third of each fallopian tube [magnetic resonance imaging pelvic] on 11-aug-2022: confirmation of a retroflexed anteverted uterus with a latero-deviated globular appearance on the left showing thickening of the global asymmetric junctional zone, confirming diffuse adenomyosis. Despite the retroversion, no significant anomaly under the posterior peritoneum is observed. The ovaries are in a normal para-uterine position and present several bilateral liquid formations measuring less than or around one centimetre, with a non-haemorrhagic follicular appearance. No vaginal parietal abnormality no parietal thickening of the rectosigmoid is observed. We find a left-side essure that seems to be in place retrouterine artifact image: clip no significant pelvic effusion the bladder has regular walls without significant thickening no renal cavitary dilatation conclusion: confirmation of global adenomyosis with no other significant involvement. Left-side essure in place. Retrout [pathology test] on 12-dec-2019: final diagnosis: right axillary accessory mammary gland troublesome; disabling menorrhagia on adenomyosis detailed description: first at the right axillary level, "tumorectomy". 1st at the right axillary level, "tumorectomy" v-shaped resection over 1 cm of skin centred on the ectopic gland, detached from all sides using electric scalpel deep plane resection 2nd hysteroscopic endometrectomy (uterine ablation) introduction of a 22 fr resectoscope for hysteroscopy, under flow of physiological fluid after easy dilation with candle no.8 normal uterine cavity, normal ostia seen resection of all sides of the uterus over a few mm and additional curettage with a fenestrated curette; on 16-jan-2023: the fallopian tubes are sectioned. The ovaries look healthy. The clips are in the douglas pouch. Examination of the abdomino-pelvic cavity found no abnormality. Release of the right fallopian tube with a biclamp and cold scissors. Hysterectomy using monopolar hook vaginal hysterectomy, then placement of a glove with 2 compresses to preserve pneumostasis. Closure of the vagina with two stitches in an x shape using simple 0 and 3 vicryl sutures, the knots being made extraperitoneally; (date unknown): 1. Right axillary accessory mammary gland the sample weighs 5.4 g and comprises two fragments measuring 1.7 and 3.2 cm, predominantly fatty (adipose). Multilevel samples show small ductal and lobular mammary structures without epithelial proliferation. 2. Endometrectomy the resection material weighs 0.4 g. Fragments of superficial myometrium colonised by adenomyosis are observed. The surface endometrium consists of tubular glands without hyperplasia or atypia [x-ray] on (B)(6)2023: essure and clips removed lot number: e36575 manufacture date: 2015-10 expiration date: 2018-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("started having pelvic pain") and heavy menstrual bleeding ("haemorrhagic periods") in a 39 year-old female patient who had essure inserted (lot no. E36575) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("procedure failure on the right" on (B)(6) 2017). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the day of essure insertion, she experienced fallopian tube spasm ("tubal spasm"). In (B)(6) 2017 she experienced adenomyosis ("uterine adenomyosis"). In 2017 she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), amnesia ("memory loss"), fatigue ("physical fatigue") and arthralgia ("joint pain"). Essure was removed on (B)(6) 2023. An unknown time later she experienced metal poisoning ("heavy metal poisoning"), dry eye ("dry eyes"), dysmenorrhoea ("dysmenorrhoea associated with menorrhagia") and thrombocytopenia ("thrombocytopenia"). The patient was treated with surgery (total hysterectomy by laparoscopy with bilateral salpingectomy and uterine ablation). At the time of the report, the amnesia, fatigue, arthralgia, metal poisoning and dry eye had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea and thrombocytopenia were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, amnesia, fatigue, arthralgia, metal poisoning, adenomyosis, dry eye, dysmenorrhoea, thrombocytopenia or fallopian tube spasm. The reporter commented: clips for tubal sterilisation filshie clip. Insertion date :(B)(6) 2017. Removal date :(B)(6) 2023. Tellurium 0.0060 (0.0003 - 0.0030). Neodymium 0.0022 (0.0020 - 0.0100). As I only had an essure implant, I was on hormonal contraceptives and then, six months later, they had to ligate the tubes. After this, I developed uterine adenomyosis. I didn't have it before, and have plenty of examinations in my possession attesting to that (ultrasounds). The gynecologist then performed a uterine ablation to lessen the symptoms. I am positive for heavy metal poisoning such as aluminium, copper, tin, mercury, neodymium, tellurium. I had to undergo a hysterectomy and a salpingectomy to be able to live more or less correctly. This operation was not included in my plans for the future. I am 44 years old and I no longer have a uterus or fallopian tubes, with all the possible consequences that this may have on my quality of life in the future. If I had known that, I would never have had these implants placed in 2017, and I would have considered other treatments. And what will my future be with these heavy metal poisonings, cancer? I feel fatigue, joint pain, dry eyes, memory loss. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. [Blood aluminium ( 10.0000- 25.6000)] on (B)(6) 2022: 15.8493. [Blood copper ( 10.2275- 35.0000)] on (B)(6) 2022: 11.0977. [Blood mercury ( 0.0530- 1.7000)] on (B)(6) 2022: 0.2307. [Heavy metal test] (date unknown): came back positive for heavy metals such as aluminium, copper, tin, mercury, neodymium, tellurium. [Laparoscopy] on (B)(6) 2017: identification of ostia that are visible and accessible. Placement of two essure type implants without incident according to the usual procedure, 3 turns of the coil to the left. Procedure failure on the right: tubal spasm or right tubal impermeability; on (B)(6) 2017: open transumbilical laparoscopy examination of the pelvic cavity is unremarkable. Filshie clips are placed in the middle third of each fallopian tube [magnetic resonance imaging pelvic] on (B)(6) 2022: confirmation of a retroflexed anteverted uterus with a latero-deviated globular appearance on the left showing thickening of the global asymmetric junctional zone, confirming diffuse adenomyosis. Despite the retroversion, no significant anomaly under the posterior peritoneum is observed. The ovaries are in a normal para-uterine position and present several bilateral liquid formations measuring less than or around one centimetre, with a non-haemorrhagic follicular appearance. No vaginal parietal abnormality no parietal thickening of the rectosigmoid is observed. We find a left-side essure that seems to be in place retrouterine artifact image: clip. No significant pelvic effusion the bladder has regular walls without significant thickening no renal cavitary dilatation. Conclusion: confirmation of global adenomyosis with no other significant involvement. Left-side essure in place. Retrout [pathology test] on (B)(6) 2019: final diagnosis: right axillary accessory mammary gland troublesome; disabling menorrhagia on adenomyosis. Detailed description: first at the right axillary level, "tumorectomy". 1st at the right axillary level, "tumorectomy" v-shaped resection over 1 cm of skin centred on the ectopic gland, detached from all sides using electric scalpel deep plane resection. 2nd hysteroscopic endometrectomy (uterine ablation) introduction of a 22 fr resectoscope for hysteroscopy, under flow of physiological fluid after easy dilation with candle no.8 normal uterine cavity, normal ostia seen resection of all sides of the uterus over a few mm and additional curettage with a fenestrated curette; on (B)(6) 2023: the fallopian tubes are sectioned. The ovaries look healthy. The clips are in the douglas pouch. Examination of the abdomino-pelvic cavity found no abnormality. Release of the right fallopian tube with a biclamp and cold scissors. Hysterectomy using monopolar hook vaginal hysterectomy, then placement of a glove with 2 compresses to preserve pneumostasis. Closure of the vagina with two stitches in an x shape using simple 0 and 3 vicryl sutures, the knots being made extraperitoneally; (date unknown): 1. Right axillary accessory mammary gland the sample weighs 5.4 g and comprises two fragments measuring 1.7 and 3.2 cm, predominantly fatty (adipose). Multilevel samples show small ductal and lobular mammary structures without epithelial proliferation. 2. Endometrectomy the resection material weighs 0.4 g. Fragments of superficial myometrium colonised by adenomyosis are observed. The surface endometrium consists of tubular glands without hyperplasia or atypia [x-ray] on (B)(6) 2023: essure and clips removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.